Manufacturer narrative:
A ge rep evaluated the system and found output dosages to be within tolerance. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported radiation is out of tolerance. No pt injury was reported.